Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
The treatment was on a long sfa chronic total occlusion (cto) with highly calcified cfa. The cto was crossed, the spiderfx was placed in the distal popliteal. The proximal sfa cto was treated with the hawkone successfully. While using the hawkone in the cfa, the spider wire was kinked and the hawkone became stuck on the spider wire. The physician tried to pull both the spider wire and the hawkone out through the sheath and part of the hawkone catheter separated just proximal to the cutter window. The sheath had to be pulled back over the bifurcation to be straightened out so that the hawk/spider could be removed due to it being caught in the sheath. After removal, it was noticed that the spider wire ripped through the guidewire lumen on the hawkone. The physician then advanced the sheath back over and ballooned and stented with multiple 6mm stents and 5mm balloons over a .035 guidewire to complete the procedure. Additional information received from the physician noted that the ballooning and stenting were not planned. Investigation of the returned device on (B)(6) 2015 found he distal tip assembly of the hawkone was separated fro the torque shaft at the adaptor collar. Both the hawkone device and the spiderfx capture wire exhibited damage consistent with the reported event. Please reference MDR 2183870-2015-00162 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).